Manufacturer narrative:
The reported complaint of "having difficulty sizing and positioning patients on the autopulse platform" was confirmed during functional testing and based on archive data review. The root cause for the reported complaint was due to the damaged load cell which was caused by user handling of the platform as seen with the damages observed during visual inspection. Visual inspection of the returned platform revealed a damage to the top cover at the battery end corner, damaged front cover, and a bent battery lock clip, unrelated to the reported complaint. Therefore this type of physical damage/failure can occur due to normal wear and tear and/or physical abuse. The autopulse platform was manufactured in september 2008, and it is over 11 years old, well beyond its expected service life of 5 years. A review of the autopulse platform archive was performed, and it showed ua02 (compression tracking error) and ua07 (discrepancy between load 1 and load 2 too large) occurred on the reported event date of 10/17/2019, thus, confirming the reported complaint. The archive also showed ua45 (not at "home" position after power-on/restart) to have occurred on the reported event date, but they are unrelated to the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform failed initial functional testing due to ua02 displayed upon powering on. Also, the ap platform failed load cell characterizing test. Therefore, the reported complaint was confirmed. Upon customer's approval, the defective parts will be replaced, and the platform will be subjected to functional testing to ensure that the device pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the customer reported having difficulty sizing and positioning patients on the autopulse platform (sn: (B)(4)). No user advisory error message was displayed. Either an intermittent sensing issue of the platform or a user concern was suspected. No patient consequences.